Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received an unexpected restart alarm. The alarm was in the alarm history. Troubleshooting was performed. The alarm occurred during normal use of the device. The customer¿s blood glucose level was unknown. The device will be replaced and returned for analysis.

Manufacturer narrative:
The device alarmed failed battery test due to corroded battery tube. We were unable to perform operating currents, self, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify unexpected restart alarm due to failed battery test alarm. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address, serial number label and missing end cap sticker.